Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to authenticate in pyxis due to login failures. A technical support specialist logged into the server and confirmed that 9 user domains are active, with current synchronization and completed poll status. Customer reported login issues for several users under the sktnhr domain. Verified each user¿s domain association and login history, confirming successful authentication for most, except one with no recent activity. Retrieved ids logs and transferred them to ephi. Found that user grindel attempted to log into station sph-ICU but was blocked due to an account lock on the hospital it (hit) side. Confirmed the account change originated from hit. The tss updated the customer with findings and received approval to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, unable to authenticate issue with some users in pyxis. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.